Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Approximately nine days after start of support, the pump began to have low flows and would only work at support level p-1. Biomaterial was observed and the decision was made to escalate to impella 5.5 device support, which was successfully completed. It was reported there was no harm to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were not available. The returned complaint impella cp pump was visually inspected. A big chunk of biomaterial was observed around the impeller, purge gap, inflow cage and cannula. No cannula kink was observed. No broken blade was found. The root cause of the low pump flow issue was most likely biomaterial. D.9 device return date/information was added.